Event description:
This device case, which does not involve an adverse event, reported by a pt, who contacted the company with a product complaint, concerns a pt of unk gender, age and origin. The pt was taking an unspecified medication for treatment of an unk indication. On (B)(6) 2009, the humapen memoir (lot 0710c02) was reported to keep returning to reset modus while setting units. This humapen memoir is associated with product complaint (B)(4). The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model the device was returned to the company on (B)(6) 2009. Initial examination found missing segments in the dose number display. It was unk if this humapen memoir was continued.

Manufacturer narrative:
Reportable malfunction/ near incident identified. Investigation in progress. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.